Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging she was unable to obtain the high pattern message. The meter was prompting to set up the pattern message only. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.